Event description:
Patient underwent placement of transobturator tape for stress urinary incontinence last summer. Four months after placement she was readmitted for worsening pain and her vaginal exam was concerning for mesh erosion. She underwent an exam under anesthesia and the exposed mesh was excised from the right vaginal sulcus. Earlier this year, the remainder of the mesh was removed vaginally under general anesthesia.